Manufacturer narrative:
Samples have been requested for evaluation. Upon receipt of samples, a follow up report will be filed. Attempts are being made to obtain additional detailed information. Upon receipt of this information, a follow-up report will be filed. This is an isolated incident. Review of the complaint history reveals no other reports have been received for this product code and lot number.

Event description:
Baxter international coordinator received complaint from hospital in another country, regarding a transfer set. Hospital received report from patient indicating while taking a shower patient noticed that the tubing was "divided in two". Additional detailed information on this event is being requested from baxter international coordinator. Patient received cephalotine and amikacine as a preventive treatment. No patient injury has been reported at this time.